Event description:
A distributor returned battery charger/modem sn (B)(4) and reported that the battery charger displayed an error code while charging a battery.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (error while charging battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The root cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.